Event description:
Reference MFR report: 1627487-2013-02097. A patient received a lead and two anchors (from the same lot) as part of his scs system. It was reported, the patient began experiencing draining at his thoracic incision site and was placed on antibiotics for a potential infection. The physician evacuated a large amount of serious fluid at the incision site and a pressure dressing was applied. Follow-up indicated, the patient was placed on a second antibiotic due to a small amount of drainage present on (B)(6) 2012. The patient stated the drainage stopped on (B)(6) 2013. The patient reported he has effective stimulation coverage and plans to see his physician for a follow-up visit.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.